Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer treated with manual insulin injections. The father of the customer reported air bubbles on the infusion set of the insulin pump. The father of the customer was advised that rewinding the insulin pump with a reservoir in place will create air bubbles. The father of the customer reported that the insulin pump was not rewound with a reservoir in place. The father of the customer reported that the cap that connects to the reservoir was loose. The father of the customer further reported that the tubing connector for the insulin pump kept spinning. No additional information was provided.